Manufacturer narrative:
Returned product analysis revealed that the complaint description does not correlate with the findings of this investigation. No issues were noted with the condition of the returned stent and balloon. Microscopic examination of the stent found that the stent was fully crimped on to the balloon. Device analysis found that a break did occur in the hypotube at approximately 27.6 centimeters distal from the strain relief. The hypotube was kinked at the point of separation. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A review of the manufacturing record shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure withdrawal difficulty occurred. The 2.50x16mm taxus liberte drug eluting stent (des) was advanced to the 85% stenosed, moderately calcified left anterior descending artery (lad) and the des was implanted. The physician then deflated the balloon and tried to withdraw the stent delivery system (sds) but it would not move. The physician rotated the sds several times and was finally able to withdraw the device with a lot of difficulty. The procedure was completed with this device with no patient complications reported. The patient's current condition is listed as "good".